Event description:
The surgeon put a spinal needle in the patient to locate position and then put in a nitinol guide wire, used a metal 5.0mm cannula from loaner hip set over the nitinol wire and when pushing the cannula in the wire bent inside the patient's hip. The surgeon continued to push the cannula and the wire bent/twisted until a piece broke off. Two to three inches of the wire broke off. The surgeon was able to retrieve the broken portion with the graspers. No patient injury or complications resulted. Sales rep stated that the surgeon experienced a delay of forty-five minutes and additional wires were available and used to complete the repair. Sales rep also stated that the surgeon stated that in the future he would start with a smaller cannula when penetrating the capsule.